Event description:
T2 non-deployment t2 was not fixed on the meniscus. It occurred 20 min after starting meniscus repair. Same backup device was available. 5 min surgery delay. The patient was noted to be okay post-procedure. Additional information received on (B)(6) 2015 indicated that t2 would not deploy; this occurred after t1 was already deployed through the meniscus. There was no information regarding t1, however, the surgeon was confident all debris was removed.

Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No t¿s or suture were returned. Reported complaint of non-deployment cannot be confirmed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).